Event description:
Additional information was received indicating that this system continued to exhibit high, out-of-range (oor) pacing lead impedance measurements. This has been an ongoing issue. The patient was brought in for further evaluation and noted that the patient does not pace and no noise was observed. No further intervention was performed and the physician opted to continue monitoring the patient. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that a red alert for high, out-of-range (oor) right ventricular (rv) pacing lead impedance measurement was detected via the patient remote monitoring system. Additional information received stated that there was also high pacing threshold measurement of 5 volts at 1 millisecond. However, no noise was observed and other lead measurements were normal. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery performed to replace the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.